Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30822550l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 35-year-old male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. A cardiac tamponade was reported. Then, the earliest site was conducted ablation and drainage was performed. Blood pressure recovered to the 160s mmhg and the patient was discharged from the room. There were no product malfunctions observed before / during the procedure. It was unknown that the tamponade confirmed was before or after the ablation. Atrial septal puncture was not performed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 30w/8ml. No abnormalities were observed prior to use or during use of the product. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was procedure related. A transseptal puncture was not performed. It is unknown if prior to noting the cardiac tamponade, ablation was performed. No error messages were observed. Real time graph; dashboard; vector force visualization features were used. Fot additional filter was used with the visitag. The event occurred during the ablation phase. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The color options of tag index were used prospectively.